Event description:
It was reported that an aq5010v silicone three-piece lens was loaded into the cartridge and when the surgeon looked into the cartridge, he stated the lens was defective. No further details were provided. There was no pt contact.